Manufacturer narrative:
The reported event of inability to communicate via bluetooth (ble) was confirmed. Based on the review of the information provided, it was confirmed that a memory corruption had occurred, resulting in the loss of ble connectivity.

Event description:
It was reported, the device had become unpaired from the remote monitoring application via bluetooth (ble). An in clinic follow up was performed and technical support was contacted. Technical support was able to re-established the ble connection and the device was then reconnected to the remote monitoring application. The patient was stable.